Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 500 mg/dl. Cause was not known. To address the high blood glucose levels, the customer administered a correction injection via multiple daily injections and changed the infusion set. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.